Event description:
During laparoscopic cholecystectomy ligaclips were applied to the cystic artery. Later at another hosp the pt was operated upon again and the clips were not found in place. Hemorrhage had occurred and a hematoma was present.